Event description:
A "test does not start" issue was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer stated that the test did not start after applying a sample. As a result, the customer experienced hypoglycemia and self-treated with sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "test does not start" issue was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer stated that the test did not start after applying a sample. As a result, the customer experienced hypoglycemia and self-treated with sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was conducted on the returned reader and no issues were observed. The reader log was downloaded successfully, and the date and time were set. Performed control solution testing and all results were satisfactory. Therefore, this issue is not confirmed.an extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification.device history records (dhrs) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release.all pertinent information available to abbott diabetes care has been submitted.